Event description:
It was reported that during periodic maintenance, the manufacturer¿s international service technician found the touchscreen had a wide recognition error that was unable to be resolved by calibration. There was no patient involvement.